Event description:
Physician provided the following treatment, rocephin injection and IV antibiotics, before the inspire system removal procedure. Patient presented back after the removal procedure with continued swelling and purulent discharge at the incision site. Wound cultures were obtained, and the results returned positive for staphylococcus infection. Physician prescribed a course of bactrim antibiotics. Patient returned for a follow-up appointment, where it was indicated that the infection had resolved.

Event description:
Patient presented to the physician with fluid accumulation and pain at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the or the next day, opened the ipg pocket, and determined the pocket was infected. Physician removed the entire inspire system, flushed the ipg and neck pocket with antibiotic solution and saline, and closed. Physician referred patient to infectious disease for treatment after the procedure was completed.